Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that they are going to have a battery replacement sometime in the future and they are wondering if a newer unit will be more effective with different frequencies versus lower frequencies. Patient stated that the stimulator helps but they are on pain meds and their pain is a monster and they are looking for better care. Agent reviewed information with the patient. Pt stated that their current implant helps but does not resolve the pain completely. Pt inquired information about the current implant model. Agent reviewed with the patient. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned that they have 3 current programs on it.